Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-sep-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, the patient displayed a drop in blood pressure and went into an accelerated junctional rhythm. A pericardial effusion was noticed and confirmed by intracardiac echocardiography (ice). They reported that the medical intervention provided was a pericardiocentesis and 500ml of fluid were removed. The patient was reported to be in stable condition. The physician mention that it was a difficult cavotricuspid ishmus (cti) line and had a steam pop on it. They stated they were using the new ngen generator and they did not see any impedance drops or spikes, it was steady. Additional information was received. The adverse event was discovered after, we knew there was a steam pop but the effusion did not present till after. Physician¿s opinion on the cause of this adverse event was the procedure. Intervention provided was a pericardiocentesis. Outcome of the adverse event was fully recovered (no residual effects). Relevant tests/laboratory data- all within normal limits. Transseptal puncture was performed with the baylis nrg transseptal needle and the torflex fixed sheath. Prior to noting the cardiac tamponade, ablation was performed. There was evidence of steam pop as the physician heard and felt it. They did not see impedance changes. The events occurred during the ablation phase. Irrigated catheter was used in the event, the flow setting was smarttouch sf, 8/15ml. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used was 2mm for 3sec, 3g for 25% of the time, tag size3. No additional filter used with the visitag. Fti was used. Since the adverse event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, the patient displayed a drop in blood pressure and went into an accelerated junctional rhythm. A pericardial effusion was noticed and confirmed by intracardiac echocardiography (ice). They reported that the medical intervention provided was a pericardiocentesis and 500ml of fluid were removed. The patient was reported to be in stable condition. The physician mention that it was a difficult cavotricuspid ishmus (cti) line and had a steam pop on it. The investigation was completed on 19-sep-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no temperature, impedance, or irrigation issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician¿s opinion on the cause of this adverse event was the procedure. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
In the previous submission, a recall number was incorrectly provided. Please note that this recall number is not associated with this event. Manufacturer's reference number: (B)(4).